Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly and that the customer experienced difficulty charging their pump with their usb cable. The customer¿s blood glucose was not impacted by the event. Troubleshooting was performed and the pump performed as intended. The customer continued to use the pump for insulin therapy.